Event description:
It was reported that the customer was hospitalized due to her insulin pump alarming no delivery and rising high blood glucose levels. The customer was unsure of the exact date and her blood glucose levels at the time of admission to the hospital. The customer stated that she had already reverted to manual injections and was not using the insulin pump. The customer stated that she had experienced bent cannulas. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.